Manufacturer narrative:
Information not provided. Additional information has been requested. Subject device is an instrument and is not implanted. Device has been returned and has been sent for evaluation. Evaluation has not been completed, no conclusion can be drawn.

Event description:
During a posterior cervical instrumentation and fusion, surgeon noticed that the drill guide (388.393) from the synapse system was very loose around where you can adjust the calibration. Surgeon was very concerned that the drill bit would slip forward in the drill guide, so he put this guide aside and completed the procedure with a drill guide from the axon set.